Manufacturer narrative:
(B)(4). Approximate age of device- 7 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital and recent lab showed a rising lactate dehydrogenase (ldh). The manufacturer¿s technical services representative reviewed the submitted log file and transient power and flow elevations were observed, however there were no powers over 6 watts during these events. There is not enough evidence to say there is a thrombus present and there were no other unusual events seen within the log file. Additional information was requested but not provided.